Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was observed on the pacemaker. The alert showed a diagnostic anomaly whereby the elective replacement indicator (eri) date was pre-implant and the end of service (eos) date was (B)(6) 2021 (day following initial implant). Battery voltage was normal and the patient was asymptomatic. It was discussed that the device may have been exposed to electrocautery. A firmware download was performed successfully. The device was restored to normal operation. There were no reported patient consequences.